Manufacturer narrative:
D4: lot unknown h2: product analysis # (B)(4), product ID # 4680005, lot # unknown visual and optical examination identified it appears that part of the tip of the instrument has been broken off. The metal deformation gives indication that the failure was the result of overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care professional via a manufacturer representative regarding a device used in oblique lateral interbody fusion therapy for degeneration. It was reported that the inserter shaft broke, leaving a fragment of the tip inside the anteralign implant. Fragments remains in the patient. There were no patient symptoms or complications as a result of this event. Additional information received from manufacturer representative that the tip of inserter shaft broke off.